Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The device successfully completed multiple boluses (excluding the priming sequence) and therefore is found to function as intended.

Manufacturer narrative:
The lot number and serial number were updated. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as a valid product lot number was not provided.

Event description:
It was reported the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose level rose to 300 mg/dl. The pod was worn between 25 and 36 hours. No information regarding treatment was provided.